Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 a gore® hybrid vascular graft was implanted as a bypass to a patient for whom an arterial occlusive critical pathology stage 2b was reported. After one month the gore® hybrid vascular graft occluded and the patient¿s leg was amputated end of march.